Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported by patient's mother that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached "300 and up" mg/dl while wearing the pod between 36 and 48 hours. Symptoms reported include hyperglycemia, vomiting, nausea, and weakness. Ketones were also checked but the results were not provided. The pod was removed (thrown away) and patient was treated with insulin intravenously. Mother also reported the infusion site (leg) looked "burnt". A new pod was applied at hospital to resume treatment and patient was released after 2 days.